Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at display window corners, minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the buttons on the insulin pump were unresponsive. Blood glucose reading was 119 mg/dl. The customer also mentioned that the battery cap was stripped and could not be removed. The buttons on the insulin pump were unresponsive after a new reservoir was put in. Advised that the insulin pump will be replaced. Nothing further reported.